Event description:
It was reported that a patient had been charging the device 'since 8:30 am' and was still at 3/4 charge. It was unclear how long the patient had been charging. It was noted that the charger had six of eight coupling bars. It was reported that the patient also called the clinic. The reporter stated that the last full device charge was (B)(6) 2012. It was reported that the patient usually charged her device every three weeks to a month, but lately she had increased pain so she was charging it weekly due to higher settings. The reporter stated that the patient turned up the settings from 1.5 to 2.0 due to increased pain and got a jolt or shocking sensation so she turned it down and then turned the device off because she wanted to charge it. It was reported that the patient couldn't adjust stimulation with the patient programmer either with or without the antenna attached. The reporter stated that new batteries didn't solve the issue. It was noted that the patient could feel a little stimulation sensation. It was reported that when the patient lay down the device didn't stimulate the way it should and she had to adjust it. The reporter stated that the patient was in so much pain that she could not walk and 'couldn't even hardly think' because of the pain. It was reported that there were coupling and communication issues with the recharger. It was noted that the patient did get the regular recharge screen however there were no shaded bars and stimulation was on but the patient didn't feel it. It was reported that the patient last recharged on (B)(6) 2012 and noticed a change last week. The reporter stated that the patient has stimulation on '24/7' except when swimming in the pool. It was reported that using the antenna locate feature, the patient could get eight (of eight) coupling bars shaded, 'even after a few minutes.' The reporter stated the patient increased stimulation from program 1 at 2 volts, where she couldn't feel stimulation, to 2.9 volts, where she felt stimulation but it was 'too strong.' The stimulation was adjusted to 2.4 volts, which the patient stated 'felt better' and was in the correct location of the legs and back. It was noted that there were no falls for trauma. The reporter stated that the patient had no stimulation sensation and last felt stimulation last night. It was unclear when the patient last felt stimulation. It was noted that the patient had reflex sympathetic dystrophy (rsd) which affected her 'real bad' and she didn't know if her increase in pain was due to a change in weather or the rsd. It was reported that the patient was also experiencing carpal tunnel in the left hand and it was painful. It was noted that the patient was left-handed. The reporter stated that the patient took three oral medications in addition to stimulation. It was reported that the patient typically took three pills three times per day but just recently increased to four times per day. Additional information has been requested but was not available as of the date of this report.

Manufacturer narrative:
Product ID 39565-30, serial# (B)(4), implanted: (B)(6) 2008, product type lead; product ID 37752, serial# (B)(4), implanted: (B)(6) 2008, product type recharger; product ID 37743, serial# (B)(4), implanted: (B)(6) 2008, product type programmer, patient; product ID 3708140, serial# (B)(4), implanted: (B)(6) 2008, product type extension; product ID 3708140, serial# (B)(4), implanted: (B)(6) 2008, product type extension. (B)(4).